Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for evaluation. No issues were found in the event history log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found cracks on both the front and rear housing and a worn dso sensor pin. Functional test was performed and confirmed that the rtc battery records 1714 days, which is over limit. The complaint was replicated. The rtc battery, rear housing, front housing, and dso sensor were replaced.

Event description:
It was reported that there was a "real-time clock battery" message. There was unknown patient involvement. Analysis found that the downstream occlusion (dso) sensor was worn.